Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii, seroma-late.

Event description:
Patient reported pain and swelling. There is minimal amount of periprosthetic fluid. The breasts have a fibroglandular component with correct architectural structure. The left breast shows periareolar erythema in the lower part, with no palpable tumors. Visible distortion in the left breast accentuated with pectoral muscle contraction, indicating a baker iii capsular contracture diagnosed via ultrasound. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, g2, h6.

Event description:
Later healthcare professional reported "deteriorated, rupture and capsular contracture, baker grade IV". The device has been explanted and replaced with a non-abbvie device. Implant is not available for return.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6.

Event description:
The device has been explanted.